Event description:
The customer reported the pump did not alarm when air passed through the detector. The pump is available for evaluation however has not yet been received.

Event description:
The device was received for evaluation. The customer report was not confirmed through the evaluation. The device was found to meet specification.